Manufacturer narrative:
As a precautionary measure the steris service technician replaced the floor locks, tested the table, confirmed it to be operational and returned it to service; no further issues have been reported.

Manufacturer narrative:
The account manager stated that the reported issue arises both during post-operative cleaning and prior to the start of procedures after intubation of the patient. The hospital sometimes desires to rotate the table after anesthesia is completed and to move the table into the desired operative position for the surgeon. Hospital staff are not properly operating the table, as the table needs to be centered before disengaging the floor locks. In addition, the floor locks should not be commanded to unlock while a patient in present on the table. The account manager has performed multiple in-service trainings on the proper use and operation of the surgical table(s). The operator manual states, "failure to keep the patient properly secured with the patient safety straps at all times could result in death or serious injury." "Failure to engage the floor locks before placing a patient on or removing from the table or disengaging the floor locks while a patient is on the table during a surgical procedure could result in the table rolling unexpectedly during the procedure." Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that the 5085 surgical table would not unlock to move into the optimum position for surgery. The surgical staff had to force the table into position.